Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 703:00 was confirmed in the pump's event history by a baxter service technician. This condition was due to the pump missing the u12 software. The u12 software was installed to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During review of the pump's event history, baxter canada discovered a colleague infusion pump experienced failure code 703:00, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.